Event description:
Surgery was being performed that required a capio slim suture capturing device. The thread of the suture for the capio kept breaking when used on the pt, 3 separate capio devices were opened. Each of them not working properly. We had opened 4 suture/bullet packets and each thread were breaking upon use. Pt was not harmed. This has not been the first time this issue has occurred. Ref number for the suturing device is 831826, lot #21522919. Suture/bullet packet ref #833136, lot #74e1700355.